Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), could not be conclusively established through this evaluation. Additionally, a specific cause for the reported event could not be conclusively determined. It was reported that the patient expired on a (B)(6) 2021. Prior to the patient's death, the patient was made do not intubate (dni)/do not resuscitate (dnr) and the implantable cardiac defibrillator (ICD) was deactivated per the patient's wish. The patient¿s expiration was not considered to be device-related and heartmate 3 left ventricular assist system, serial number (B)(6), was reported to have been operating as intended. No autopsy was performed, and (B)(6) was not returned for evaluation. The hm3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of the hm3 lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), is currently available. Section 1 of this IFU lists adverse events that may be associated with the use of the hm3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021. The patient was made do-not-resuscitate order (dnr) and do-not-intubate (dni) status on (B)(6) 2021 and the patient¿s implantable cardioverter defibrillator (ICD) had been deactivated. The patient was made comfort care per wish. Prior to patient passing it was reported that the cardiology fellow on-call pronouncement note that on (B)(6) 2021 they were called by the nurse to evaluate patient for unresponsiveness. On exam, the patient was motionless and did not respond to verbal or noxious physical stimuli. Breath sounds were absent for over one minute upon auscultation (vad (ventricular assist device) hum was ongoing with low flow alarms). Peripheral pulses were absent. Pupils were fixed and dilated. Gag and corneal reflexes were absent. The patient was pronounced dead at 0235 on (B)(6) 2021. The doctor and spouse were notified immediately. Autopsy was declined and lvad (left ventricular assist device) driveline was disconnected successfully. No additional information provided.